Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The lot number is unknown; therefore, the device manufacture date is unknown. The manufacturing location is unknown. The reporter's complete address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: lot number unknown; (B)(4).

Event description:
It was reported from (B)(6) that during a total knee arthoplasty (tka) surgical procedure, it was discovered that the reciprocating saw blade device broke. According to the reporter, the primary surgery was performed using another company¿s implants. It was reported that during the surgery, the saw blade was used to cut the femur at which time it was observed that the rhombus part of tip of the blade had broken. It was reported that there were no pieces in the patient¿s body, which was confirmed by the image during surgery and post-surgery. It was reported that there was a thirty-minute delay to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.